Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02893. It was reported the pt had tenderness and pain at his ipg site since implant. The pt also reported he never had effective stimulation coverage. The pt reported the physician explanted his ipg but left the lead in situ. The pt could not recall the explant date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the vent reported. Sjm defers to the pt's physician regarding medical history.